Event description:
It was reported that an ilet user experienced hyperglycemia while using the device and elected to return the pump and unopened supplies, stating the device was not working properly. Symptoms included elevated blood glucose up to 250 mg/dl that persisted through the night. Outcomes included the user administering 16 units of insulin as backup therapy and subsequently discontinuing use with a request for return and credit without hospitalization or medical intervention. Customer care provided support that included review of available therapy reports by field clinical staff and coordination with the field team and healthcare provider for return approval. Investigation of this case revealed that device performance concerns were reported by the user, while field review indicated prior periods of acceptable glycemic control, and no specific device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.